Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause could not be determined for the reported difficulty. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique prior to an endovascular abdominal aortic aneurysm repair (evar) procedure. Reportedly, the evar procedure was completed. The first proglide suture broke during knot advancement. The second proglide knot was difficult to advance and partial closed the access site. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.